Event description:
It was reported that during deployment of a vascular stent, clicks were heard; however, the stent was not visible under fluoroscopy. The delivery system was removed and the stent was found to be fully deployed, remaining over the catheter. Another stent was used to successfully complete the procedure. No injury to the patient was reported.

Manufacturer narrative:
The lot number was not provided therefore, the device history records could not be reviewed. The investigation is currently underway.